Event description:
Complainant alleged that was dropped with paddles attached and now fails to discharge via paddles. Complainant indicated that there was no pt involvement in the reported malfunction.